Event description:
It was observed during the device evaluation, the olympus lucera gastrointestinal videoscope had dirt (foreign material) present on the objective lens. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, there was foreign material present on the objective lens. Based on the results of the investigation, and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. If additional information becomes available following the device evaluation, a supplemental report will be filed.